Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) felt symptomatic and experienced a short syncopal episode. It was reported the patient has a history of atrial fibrillation (af) and ventricular tachycardia (vt) and an ejection fraction (ef) of 17 %. No additional adverse patient effects were reported.